Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion set was leaking at the headset. The caller reported that this has occurred with different lot numbers of both 8 mm and 10 mm cannulas. The patient experienced elevated blood glucose levels. The lot numbers could not be provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.